Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during treatment. The patient reported opening the cassette door and it being wet. Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed that the patient was able to complete the peritoneal dialysis treatment using. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per the clinics standard procedure the patient was given prophylactic antibiotics. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the manufacturing plant received 2 cases of companion samples from the same lot. A visual inspection was performed to companion samples and no damages were found, the samples were found acceptable according to 050-87216. A functional test was performed to four companion samples and during the test no leaks were detected. The test was completed successfully. The device history record of this product was reviewed and no non-conformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.